Manufacturer narrative:
The alarm trace showed 3 abnormal sample aspiration alarms and 1 sample short alarm. Analysis of pictures of the affected sample showed very low sample volume. Based on the calibration and qc data, a general reagent issue could be excluded. Based on the information provided, the event is consistent with sample quality issues. The investigation did not identify a product problem. The specific root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas 8000 e 602 module. The initial troponin result was 7.75 ng/l. The sample was repeated and the results were 15.1 ng/l and 16.5 ng/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.